Event description:
It was reported that the patient experienced recurring incontinence with the artificial urinary sphincter (aus) due to a leak from the cuff. The entire aus system was removed and replaced with a new one. The patient is recovering from the surgery. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.